Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose above 400mg/dl. Customer states that drive support cap was loose. Customer advised to discontinue use of the insulin pump and revert to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.